Event description:
The manufacturer received information from a third-party distributor that a ventilator is not operative on a garbin evo device. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. If the device is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The manufacturer received information from a third-party distributor that a ventilator is not operative on a garbin evo device. There was no serious patient harm or injury that occurred or was reported. The garbin evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high (e-0155), was observed in the device's error log. In conclusion, the device's machine flow sensor needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower needs replaced for another error code, motor controller foc shutdown (e-0144), was observed in the device's error log and it was unrelated to the reported issue. The system printed circuit assembly (pca) board needs replaced for another error cod, drift debug (e-0330) that was found on the device's error and was unrelated to the reported issue. The display pca board needs replaced due an error that had occurred during software update, and this was unrelated to the reported issue. The inline proximal filter needs replaced for contamination unrelated to the reported issue. The muffler assembly, particulate filter, and air inlet foam filter needs replaced for preventative maintenance unrelated to the reported issue.